Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was not returned for evaluation; however, the customer returned one photograph. A visual exam was performed on the photo and the cuff appeared to be in good condition. The origin of the piece of plastic found by the customer could not be determined by the photo. The complaint could not be confirmed. The actual sample is needed to perform a complete evaluation. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that during use the operator had difficulty ventilating the patient. Upon removal the et tube was alleged to have foreign material inside of the device. The tube was replaced with a new tube. There was no report of patient injury or harm.

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges that during use the operator had difficulty ventilating the patient. Upon removal, the et tube was alleged to have foreign material inside of the device. The tube was replaced with a new tube. There was no report of patient injury or harm.